Event description:
The customer reported to olympus, the distal end cover fell off the duodenovideoscope during scope withdrawal. The issue happened during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The distal end cover fell off from the patient¿s oropharynx. They were able to retrieve the fallen distal cover with hand. The procedure was completed. The patient experienced anxiety due to the occurrence.

Manufacturer narrative:
The device was not returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
Device problem code updated to "detachment of device or device component".

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correction the initial with information inadvertently left out. Additional correction to the h6 of the initial. The customer confirmed: it is unknown if the cover was damaged; no applying of anti-fog agent to the scope lens; no chemicals used during the procedure that could adhere to the tip of the scope or the distal cover; after attaching the distal cover to the scope, the user did confirm that the cover was not damaged; and the user did attach the distal cover to the scope and then pull or twist the cover to make sure it does not come off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon was caused by one of the following: the cover was improperly attached, the cover had crack and/or pinhole, the cover had crack and/or pinhole, or he scope distal end received larger stress during the procedure such as friction load by twisting / pushing / pulling in body than the one the user applied to the cover during the inspection prior to use (pulling or twisting stress). However, the root cause could not be specified. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use: precautions: warning - never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: caution do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: warning detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." IFU (operation manual) sates on the inspection prior to use for distal cover as follows: "3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): warning should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." Olympus will continue to monitor field performance for this device.

Event description:
The related patient identifiers as follows: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus or another expert within the facility. 2. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual.) 3. The facility educated or continuously educated its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) 5. The facility used care when attaching the distal cover, so that it does not crack. Per the facility, it is likely the detachment was a result of the cover getting caught on the mouth/bite piece in the patient during scope removal. They now checks that the cover is on the scope once the scope is removed after each procedure. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton in a recommended environment (per the IFU.)